Event description:
On (B) (6) 2008 the patient reported the piston rod on her insulin infusion device is not retracting during the cartridge change process. She stated the piston rod is turning but does not retract. She said that about 1 week ago 50 units of insulin was spilled into the cartridge chamber. The patient confirmed she is using aa alkaline batteries and stated she changed the battery cover 1 week ago. The patient changed to a new battery and tried to retract the piston rod without success. The patient stated she switched to insulin injection therapy. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.